Event description:
It was reported that the patient underwent surgery in 2001 for an anterior and posterior cuff repair due to sport induced trauma and a motor vehicle accident. In 07/2001 patient presented with humeral head grinding across the glenoid when a load is placed on shoulder. In 2001, patient's shoulder is popping and grinding. In 08/2001, patient's motion and strength is getting better. The physician is pleased with patient's progress and gave patient okay to play football. In 11/2001, patient's motion has decreased dramatically. The patient's rotation is basically nil and the shoulder is grinding more. X-rays show complete loss of articular surface. In 12/2001, MRI shows complete deterioration of the glenoid and humeral surfaces. In 2002, the patient underwent arthroscopic debridement and interpositional arthroplasty using an sism graft. In 02/2002, patient's arm rotates without any crepitation. Sixteen days later, x-rays look "pretty good". In 03/2002, patient's passive motion shows 170 frontal flexion and 160 abduction. Physician feels that there was a type of reaction to the suture and that the area was arthritic.